Event description:
A report was received that the patient had infection at the lumbar incision site. Patient's symptoms include fever, nausea and increased tenderness at the surrounding area of the incision site. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was prescribed with oral and intravenous medication for infection. The patient was doing well post operatively.

Manufacturer narrative:
Sc-1132/112200: device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibited normal device characteristics. Sc-2218-50 (600704/(B)(4)): device evaluation indicated that the lead passed visual inspection. No complaints about the functionality of this device were reported. The lead was intact and no parts of it were missing. Sc-4316: device evaluation indicated that the clik anchor passed visual inspection. No complaints about the functionality of this device were reported. The clik anchor was intact and no parts of it was missing. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the lumbar incision site. Patient's symptoms include fever, nausea and increased tenderness at the surrounding area of the incision site. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was prescribed with oral and intravenous medication for infection. The patient was doing well post operatively.